Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis a home patient (hp). During a call with baxter india technical services, the following was reported. On an unreported date a break in aseptic technique occurred, described as the hp made a mistake. On (B)(6) 2012, the hp was diagnosed with peritonitis due to the break in aseptic technique. On an unreported date, the hp was hospitalized for the event. On (B)(6) 2012, the hp was treated with injection (inj) vancomycin 1 gram starting dose, inj reflin 1 gram once daily, inj orzid 1 gram once daily, inj amitax 100 mg once daily and inj heparin 500 international units (iu) for peritonitis. It was not reported if the hp recovered from this peritonitis event. It was not reported if the hp was retrained in proper aseptic technique.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.